Event description:
It was reported by the sales representative, "met with physician to explain three different issues they had with our balloons. They placed balloons via femoral and experienced embolic events. In specific, they had issues with the liver, spleen, mesenteric arterials (bowels) and renal. I was told the three patients all occurred within the last 6 months". Although limited information was able to be obtained about this patient, out of an abundance of caution, teleflex has made this event reportable based on the two prior complaints received from the same facility, on the same product with similar patient outcomes. The three total complaints were received at the same time. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported by the sales representative, "met with physician to explain three different issues they had with our balloons. They placed balloons via femoral and experienced embolic events. In specific, they had issues with the liver, spleen, mesenteric arterials (bowels) and renal. I was told the three patients all occurred within the last 6 months". Although limited information was able to be obtained about this patient, out of an abundance of caution, teleflex has made this event reportable based on the two prior complaints received from the same facility, on the same product with similar patient outcomes. The three total complaints were received at the same time. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.